Event description:
Reporter alleged high glucose results and went to the hospital where the customer's glucose meter read 123 mg/dl while the hospital meter read 40 mg/dl when taken at the same time. It was stated the hosp treated her with applejuice and later sent her home. Customer then stated taking too much insulin leading to the lower result however no other actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.